Event description:
Customer reports that the external tubing of their devices looks contaminated, believes that the internal tubing of the device is infected as well, and would like to have the device sent in for internal water pathway replacement.

Manufacturer narrative:
The device has yet to be received from the customer. Based on review of the complaint and photos provided by the customer of the external and internal tubing of their device, there appear to be dark spots within the tubing that are consistent with bacterial or fungal growth. The overall appearance of the external tubing, has a high probability of being contamination with bacteria or fungi to a level over the design specification. This is based on testing performed on devices with similar dark spots within the internal or external tubing. Also noted was that the external tubing was not from cardioquip. The clear tubing that is sold and provided with the devices, do not have blue print/text along the length of the tubing. The tubing also appears to not to be the length that cardioquip sells.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer reported their external tubing of their devices looked contaminated and believed the internal tubing was infected as well. The device as tested upon receipt at cardioquip and was found to have microbial contamination that exceed acceptable limits. The device went through an internal water pathway replacement and was tested afterwards. According to lab results, the cfu count was within the acceptable limits.

Event description:
Customer reports contaminated external tubing.